Manufacturer narrative:
Unit was received with normal operating currents. Rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. Pump failed self test. During back light check, there was a portion of the el panel that was not lit due to damaged el panel. Pump received with stripped battery cap coin slot(p), cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had unexplained no delivery alarms, battery cap was stripped and worn, backlight was dimmer and hairline fracture near the screen. No harm requiring medical intervention was reported. The insulin pump was be returned for analysis.